Manufacturer narrative:
Device was tested by the manufacturer and operated as intended. The customer was operating the device without cooling water when the device became hot.

Event description:
Device became warm when doctor was performning dental procedure.